Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h1, h2, h3, h6, h11. Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. Additionally, the cause of the patient falls are unknown. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch. Updated: b4, b5, d2, e1, g1, g3, g6, h1, h2.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Upon receipt of additional information, the initial report was submitted under incorrect manufacturing site. This report will be completed under manufacturing report number 1822565

Event description:
Upon receipt of additional information, the initial report was submitted under incorrect manufacturing site. This report will be completed under manufacturing report number 1822565

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch. Updated: b4, b5, b7, d2, e1, g1, g3, g6, h1, h2, h6.

Event description:
It was reported patient underwent a revision procedure three years post implantation due to pain, swelling, hypertension and instability in knee. All implants, except the patella, were revised without complication. Attempts to obtain additional information have been made; however, no more is available.

Event description:
It was reported patient is experiencing pain and hyperextension in knee post implantation. Attempts to obtain additional information have been made; however, no more is available at this time.

Manufacturer narrative:
(B)(4). D10 - medical product: nexgen femoral component catalog # 00599601602 lot # 64742814. Nexgen articular surface catalog # 00596404012 lot # 64556180. Stemmed nonaugmentable tibial component catalog # 00598604701 lot # j6720198. Palacos r+g catalog # 66017569 lot # 94774924. G2: united kingdom. H3: customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 3007963827-2024-00071. 0001822565-2024-00884. H3 other text : remains implanted.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch. Updated: b2, b3, b5, b4, b5, d2, d6b, e1, g1, g3, g6, h1, h2, h6.

Event description:
It was reported patient underwent a revision procedure three years post implantation due to pain and hyperextension in knee. Attempts to obtain additional information have been made; however, no more is available.